Event description:
The pharmacist, reported the following: " femoral nail broke. A surgery was planned to remove it".

Event description:
The pharmacist, reported the following: " femoral nail broke. A surgery was planned to remove it."

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation conclusion: evaluation revealed the s2 femoral nail to be the primary product. All other mentioned products are regarded to be concomitant items. The returned device matched the report, and the incident was confirmed. Investigation revealed no discrepancies in material of manufacturing. From technical point of view the nail broke in a fatigue manner most likely caused by permanent overload mainly originated by bending, axial and torsional stresses. A statement from a medical point of view is not possible as no medial data was available.